Event description:
It was reported that during a lap chole procedure the device misfired. Unknown how the case was completed. There was no patient consequence. No further information is available.

Manufacturer narrative:
(B)(4). Broken advancer,malformed clip. The analysis results found that the device was returned with the tip of the advancer broken. The device was cycled and malformed the remaining clips due to the advancer condition. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Finally, the device locked out as intended but the orange indicator was visible at 14th firing sequence thus, did not show up completely. This finding is not related with the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.